Event description:
Upon removal of patient grounding pad after the case, it was noted that a thin layer of skin was removed with the patient grounding pad. It followed the outline of the pad exactly. Patient did not have any known allergies. At first it appeared to be a second degree burn along outline. Further observation did not reveal any blisters. Wound was pink.manufacturer response for patient return electrode pad, valley lab (per site reporter).====================== none as of yet.